Manufacturer narrative:
Approximate age of device - 6 months and 14 days (calculated from date of implant to the date of the reported event). The event occurred at (B)(6) university, (B)(4). Device evaluation: the reported red heart alarm was confirmed based on the analysis of the data recorded in the log file from the returned system controller. Review of the data noted a single pump stop event which appeared to occur during a power exchange between the power module and battery power. Low speed advisory/hazard, low flow hazard and motor stopped alarms were active until the system stabilized. All of these alarms would have resulted per design with the system controller responding with a red heart alarm. The system controller was evaluated and the device operated as expected. Full functional testing was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. The system controller operated for an extended period of time while connected to a mock circulatory loop and the atypical pump stop event was not reproducible. A root cause for the system stop event was not able to be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, it was reported that a red heart alarm occurred when the patient disconnected the white power cable during a power exchange from the power module to batteries. The patient was rushed to the hospital, where the hospital staff reviewed the history and noted a 0 rpm event. The patient was switched to the backup system controller. The patient was asymptomatic during the event. The system controller was exchanged. The log file was submitted for review by the manufacturer's technical services representative. In the first part of the log file, the percutaneous lead was disconnected while the system controller was still connected to power. It could not be determined how long the percutaneous lead was disconnected because the internal clock read zero during that time. Subsequent recorded data in the log file showed that the driveline was inserted and the pump functioned as intended for the next two days. No further information was provided.

Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report. No further information was provided. The manufacturer has closed the file on this event.